Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was informed about necessary steps for using the new pump and returning the defective one.